Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Variable lead impedance was noted on the right ventricular(rv) lead. No intervention was performed and the device remains implanted. The patient was stable and will continue to be monitored.